Manufacturer narrative:
Product event summary: the device was returned and analyzed. There were no anomalies found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a post-operative device check one day post implant, it was discovered that implant detect was still initializing. After implant detect was disabled, it was noted that the right ventricular [rv] lead impedance was very high. The patient was brought to the operating room and the pocket was re-opened. The physician had believed the rv port setscrews were securely tightened; however, during the revision the rv lead was able to be removed from the device's rv port prior to loosening the setscrews. The rv lead was tested and found to be acceptable. The device was explanted and replaced. No patient complications have been reported as a result of this event.